Event description:
It was reported that when this device was being prepared for an angioplasty procedure, a possible leak was observed by the appearance of a steady stream of bubbles. There has been no claim of injury related to this event. The device is being returned for analysis.